Event description:
Report received of a tubing set which "burst" while in use with a power injector. The power injector tubing was connected to an unspecified injection port on the IV tubing set. The IV tubing set was connected to a peripheral IV cannula. Reportedly, when the infusion of an unspecified volume of isovue contrast was begun via an unspecified power injector, the tubing "burst." The peripheral IV site remained intact and the tubing set was replaced. A second contrast infusion was given and the scan was completed. There were no reported adverse pt effects and no medical interventions were required. Though requested, additional information was not provided.